Event description:
Agent contacted technical solutions to report that a pump was displaying error code 103 and 115. The patient is reported to be on baclofen on a constant flow. The pump was later explanted.

Manufacturer narrative:
Pending device return for analysis and review of device history record. Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed or denied. Visual inspection of the exterior of the pump did not show any anomalies. An attempt to inquire the pump failed. No tone was heard during the inquiry. An attempt to read the pump memory with the programmer terminal tool failed. As a result of the pump being unresponsive and not being able to be inquired, and because the memory could not be read, the allegation of error codes 103 and 115 could not be confirmed or denied. Neither error code 103 or 115 are attributed to low battery, and furthermore, error codes are not known to cause the battery to drain quickly. The pump was decontaminated a second time and the suture ring and cap were removed. The top cover was machined off to inspect the interior components. No visual anomalies were observed with the interior components. A testing of the battery's voltage confirmed it only 0.69 v. This is less than the voltage necessary to power and run the module. This would cause the pump to be unresponsive when inquired. Engineering was unable to determined what caused the battery to drain to an unacceptable level. The root cause for the loss of battery power could not be determined. Internal complaint number: (B)(4).